Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 86 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.